Event description:
MFR became aware of the event in 2004 by way of a journal article published in 2001 in the annals of thoracic surgery. Pt underwent lvrs - lung volume reduction surgery - sometime in 2000 with implantation of device for staple line reinforcement. Post-operatively pt spent three weeks in the intensive care unit due to respiratory difficulties associated with air leakage. At five months post-op pt presented with an "infective exacerbation of chronic obstructive pulmonary disease." At nine months post-op pt coughed up small amounts of phlegm containing a few surgical staples. Pt status is unk.